Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were received for evaluation. Therefore, the investigation is confirmed for the reported perforation, malposition of device and difficult to remove. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g3, h6 (method). H11: h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A review of the reported information indicates that model dl900f vena cava filter allegedly perforated, tilted and unable to retrieve. The information was received from a single source. One patient was involved with no reported patient injury. The female patient is 71 years old and weighs 132 pounds.

Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review will be performed. The device was not returned for evaluation, however medical records were provided for review. Therefore, the investigation of the reported issue is current underway. The device is labeled for single use.

Event description:
A review of the reported information indicates that model dl900f vena cava filter allegedly perforated, tilted and unable to retrieve. The information was received from a single source. One patient was involved with no reported patient injury. The female patient is (B)(6).